Event description:
No additional information reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual evaluation of returned tasp identified fracture in the medial side. Device history record was reviewed and no discrepancies were found. The root cause is attributed to the use error as the surgeon hits the tasp with mallet; the surgical technique states to apply gentle manual pressure without impacting the tasp construct with either a mallet or hand. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the poly trial fractured during insertion, as it was tapped with a mallet. No patient consequences were reported.